Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex (lcx) and obtuse marginal (om) arteries with moderate calcification and moderate tortuosity. The 2.5x48mm xience xpedition stent delivery system (sds) was attempted to be deployed but due to the anatomy and even after many pre-dilatations, failed to cross the lesion. There was resistance during removal with the anatomy and the shaft separated into two pieces proximal to the lesion. The separated portion was retrieved by re-entering the lesion with the remaining guidewire in the anatomy. Another xience xpedition stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning status updated from yes to no.